Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. The integrated electrosurgical unit (iesu) erbe was faulting with error(s) c-00 and c034. Fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive erbe unit associated with this complaint, however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. Customer restarted the unit but, problem was persistent. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to use an external device as an alternative if possible. Customer acknowledged the details and will be using force triad generator. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical generator unit (iesu) was returned for failure analysis and the reported problem was confirmed since the error c-34 appeared on 27-jun-2025 and error 2-8a occurred on 26-jun-2025as per the logs. Visual inspection found no issues related to the reported event. The erbe was tested using the system, and the unit recognized and energized/cauterized all instruments without failure. The erbe will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator causing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system had not occurred error when initially powered on for the procedure. The patient information was not allowed to be provided.